Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s blood glucose level was 421 mg/dl. Customer stated that the insulin pump had a blank display and also stated that the battery cap was damaged. The product will return for the analysis.

Manufacturer narrative:
(B)(4). Insulin pump was received with normal operating currents and no blank display noted. Insulin pump was received with broken battery cap, missing battery cap o-ring, broken battery tube threads and missing end cap sticker.